Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed through evaluation as it occurred upon turning the device on, however the reported condition was unable to be reproduced. The motor assembly was replaced.